Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion:a cable/wire broke on the pk dissecting forceps instrument and an x-ray was taken to confirm that there were no pieces left inside the patient.

Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received uf/importer report (B)(4) with the following description: after the surgery, the scrub nurse checked the instrument, pk dissecting forceps and found that the cable/wire was broken. The surgeon was notified, x-ray was taken and showed no retained object. No further clinical information was provided.